Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02867. It was reported that shaft break occurred. The target lesions were located in the trunk of the left coronary and restenosis of a previously implanted stent in the circumflex artery. A 15/3.50 flextome¿ cutting balloon¿ and 1.50mm x 12mm emerge¿ push were used for pre-dilatation. However, after dilation of the recanalized segment, it was evident that both devices broke during their first inflation. The procedure was completed with another flextome¿ cutting balloon¿ and emerge¿ push. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was inflated and identified a pinhole leak at 5mm distal to the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The returned device revealed no break in the shaft. However, a severe kink was present in the hypotube at 3.5cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02867. It was reported that shaft break occurred. The target lesions were located in the trunk of the left coronary and restenosis of a previously implanted stent in the circumflex artery. A 15/3.50 flextome cutting balloon and 1.50mm x 12mm emerge push were used for pre-dilatation. However, after dilation of the recanalized segment, it was evident that both devices broke during their first inflation. The procedure was completed with another flextome cutting balloon and emerge push. No patient complications were reported and the patient's status was stable.